Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the pull wire broke. Reportedly, there was no stone on the basket when the pull wire broke. The basket was remove and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code 1069 captures the reportable event of pull wire break. Block h10: visual analysis of the returned device found the handle cannula detached from the handle and the pull wire was pulled out of the coil which confirms the reported event. The pull wire was found kinked in several sections. There were no issues found on the basket wires and the tip was still attached to the basket wire assembly. The screw marks (dimples) were not completely visible on the handle cannula and were placed in different directions. Drag marks were present from the proximal and distal screw toward the proximal end of the cannula as the cannula has been forcibly pulled out from the set screws. The proximal and distal screw depths were measured and were both found to be within specifications. During evaluation, the handle label was removed exposing the set screws which are found present in the handle assembly. The x-ray analysis found residues inside the handle into the finger ring. Foreign matter analysis detected a presence of iodine which is common in imaging contrast solution. It is most likely this foreign matter is contrast solution lodged during procedure. The basket tip joint strength was also measured and found to be within specification. Based on all available information, it is most likely that the dimples in different directions could have generated the reported complaint issue of pull wire break. However, it is still uncertain how the issue was caused. Therefore, the most probable root cause cannot be established since the investigation findings do not lead to a clear conclusion about the cause of the encountered event. An investigation to address this issue is in progress. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the pull wire broke. Reportedly, there was no stone on the basket when the pull wire broke. The basket was remove and a different device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.